Manufacturer narrative:
UDI= (B)(4). Device is a combination product. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in the mildly tortuous circumflex artery. A 2.25 x 38 synergy ii everolimus-eluting platinum chromium coronary stent was advanced to treat the lesion. However, as the physician pushed the stent, the stent "crushed at the mid point". The stent had buckled under fluoroscopy. The device was removed and it was also noted that the stent had moved in relation to the stent markers. The physician then went in with a different device and stented the artery. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR: the stent delivery system (sds) was returned for analysis. A visual examination of the crimped stent found the stent was damaged along its entire length. The stent moved distally on the balloon, with some struts pulled out over the distal markerband towards the distal tip edge. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. Crimp stent markings were evident on the exposed proximal portion of the balloon wall, indicating that there was crimp contact between the coated stent and balloon at the time of manufacture. A visual and tactile examination found no issue with the hypotube and shaft polymer extrusion profile. The bi-component bond showed no signs of damage or strain. A visual and tactile examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent moved on balloon and stent damage occurred. The target lesion was located in the mildly tortuous circumflex artery. A 2.25 x 38 synergy ii everolimus-eluting platinum chromium coronary stent was advanced to treat the lesion. However, as the physician pushed the stent, the stent "crushed at the mid point." The stent had buckled under fluoroscopy. The device was removed and it was also noted that the stent had moved in relation to the stent markers. The physician then went in with a different device and stented the artery. No patient complications were reported and the patient's status was fine.